Event description:
Customer reported the lateral lock is damaged. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the brake handle. System operates as intended.